Event description:
It was reported the asymptomatic patient presented in clinic. During procedure, the implantable cardiac defibrillator (ICD) exhibited high defibrillation impedance and its connection to the right ventricular lead was not tight. The ICD was replaced during procedure. The patient was in stable condition after the procedure.

Manufacturer narrative:
The reported event of connection anomaly and high defib impedance was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw was stripped and contained septum material inside the hex cavity preventing fully insertion of the torque driver. Additionally, the right ventricular lead bore contained foreign material which prevented full insertion of the lead and is the cause of the reported event. The set screw anomaly and presence of foreign material were consistent with having occurred during the procedure.